Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and will be considered use related. A 5 fr t/l powerpicc was returned for investigation. The 5 fr t/l tubing extended 30.9cm from the distal end of the trifurcation. A breach in the circumferential direction was noted in the catheter 1.35cm from the distal end of the trifurcation. The breach was located between the 0 and 1 cm depth marks. A functional test revealed fluid leaking from the breach when water was infused into the red (power) and gray luer adaptors. A microscopic examination of the breach revealed a glossy and striated surface, which is consistent with damage caused by a sharp instrument. A tactual investigation revealed nothing remarkable. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ a lot history review (lhr) of reat2121 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reat2121) have been reported from the same facility.

Event description:
As reported by the nurse at the facility: facility recently admitted a gentleman and several days after admission, the PICC was not functioning properly. When the PICC nurse exchanged it, she reportedly identified a hole. "There was no compromise to patient care or negative consequence as a result."